Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing y90 mapping procedure (neurovascular) which was delayed, and it was completed by moving the patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed that the system would not do a propeller, roll or a spin geometry movement. Upon functional testing, the fse reviewed system log files which showed that system was unable to perform CT spins. The fse found force sensor collision warnings. To resolve the reported issue the fse performed bodyguard and detector drive calibrations and reloaded table type and options. After calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not do a propeller, roll or a spin geometry movement. The device was in clinical use at the time of the reported. No harm to the patient or user was reported. Philips has started an investigation of this complaint.